Event description:
A peritoneal dialysis (pd) patient experienced a peritoneal infection manifested by cloudy drain fluid. The cause of event was not reported. The patient was not hospitalized for the event. The patient was treated with unspecified antibiotics for the event. At the time of this report, the event was ongoing and the patient was not recovered. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information, b5: upon follow-up, it was reported that the patient was treated with ceftazidime (1.5g, intraperitoneal). Should additional relevant information become available, a supplemental report will be submitted.